Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a urological procedure, the device did not cut the tissue all the way through the lacerated vena cava. The surgeon applied pressure to stop bleeding. Another surgeon sutured the injury. The patient lost 600cc of blood and one unit of blood was given.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.